Event description:
It was reported that a spectrum pump kept turning off during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. A review of the event history log revealed multiple 'improper shutdown' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.